Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6), 2010. During the procedure, patient experienced an unstable cardiac rhythm. Subsequently, patient expired on (B)(6), 2010 due to unknown reasons.